Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(4) 2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted in 2010 by another healthcare professional for sterilization. Physician reported that pt came to the office early (B)(6) 2015 with complaint of pelvic pain. She was biopsied and diagnosed with endometriosis and fibroids. The essure coil partially perforated into the myometrium on the left side. The right side was ok and was occluded. The healthcare professional wondered if the fibroid growth on the left side pushed the coil to partially perforate the myometrium. On (B)(6) 2015, the hcp did a laparoscopy and removed the left fallopian tube. The right side was left in place. The patient was fine. The hcp stated the patient was not going to mention litigation. The physician told the patient it was removed due to anatomy. Follow-up received on (B)(4) 2015: no new information. Ptc investigation result received on (B)(4) 2015. Ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm an quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received on (B)(4) 2015. No new clinical information provided. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted in 2010 by another healthcare professional for sterilization and essure coil partially perforated into the myometrium on the left side. A laparoscopy was performed and the left fallopian tube was removed. The right insert was left in place. This event, interpreted as uterine perforation is considered serious due to required intervention. According to essure's reference safety information this event is listed. Uterine/fallopian tube perforation with essure may occur, most often during insertion. In this particular case, the perforation was diagnosed a few years after insertion. However, the exact date and the mechanism of this perforation are not known. Although the physician wondered if the fibroid growth on the left side could have pushed the coil to partially perforate the myometrium, the causal relationship between the perforation and the essure cannot be excluded. This case is regarded as incident due to required intervention. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.

Manufacturer narrative:
Follow-up information received on 17-jun-2015: patient´s medical history included gravida 3, para 1, spontaneous abortion 1 and elective abortion 1 and she was not pregnant at moment of the report. Essure was inserted at another facility. Left salpingectomy was performed via laparoscopy to remove essure. During surgery, fibroid was found in left uterine cornua. Essure device was intact and through uterus. Patient recovered from pain and had a good outcome. The physician stated he did not know if essure has contributed to the events. Follow-up received on 18-jun-2015: information received from consumer states that she has been, she was sick (as reported). In addition, she reported that she does not want bayer to contact her inserting physician yet and states that she wants to talk with her current physician first. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted in 2010 by another healthcare professional for sterilization and essure coil partially perforated into the myometrium on the left side. A laparoscopy was performed and the left fallopian tube was removed. The right insert was left in place. This event, interpreted as uterine perforation is considered serious due to required intervention. According to essure's reference safety information this event is listed. Uterine/fallopian tube perforation with essure may occur, most often during insertion. In this particular case, the perforation was diagnosed a few years after insertion. However, the exact date and the mechanism of this perforation are not known. Although the physician wondered if the fibroid growth on the left side could have pushed the coil to partially perforate the myometrium, the causal relationship between the perforation and the essure cannot be excluded. This case is regarded as incident due to required intervention (left salpingectomy). The product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Additionally, non-serious events were reported.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.